Manufacturer narrative:
The product was discarded.

Event description:
It was reported that during use, the customer noticed that the product did not have enough suction. The customer had to use a second product that also did not have enough suction. They successfully finished the surgery by using a third product. There was no delay, no medical intervention, and no adverse consequences reported.